Manufacturer narrative:
Further information requested but not received. Event date is an estimate. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the ipg was explanted and replaced with a smaller ipg on (B)(6) 2019, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.